Event description:
Reporter alleged blood glucose measured 300mg/dl back to back with a result of 144mg/dl when tests were performed 10 mins apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.